Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to patient injury previously. Device issue: shaft separation. It was reported that the powersail was used to post-dilate a stent. Upon removal of the powersail from the patient's anatomy after use, the shaft separated at the joint where the hypotube and the distal shaft meet. There was no reported resistance and the device was able to be removed in the guiding catheter. Reportedly, there was no patient injury. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering was unable to complete their investigation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned without any blood visible. There was contrast visible in the inflation lumen and in the balloon. The balloon had loose folds. The distal end of the balloon catheter was separated at the mid lap joint. The distal end of the balloon catheter was returned. There was adhesive on the proximal end of the lap joint. There was a cut piece of material on the proximal end of the mid lap joint, it was 1 mm in length. The piece of material was still attached to the joint, but it was cut all the way around the joint and stretched. There was adhesive around the material. The very distal end of the mid lap joint was jagged. There was no other damage noted to the catheter. Product performance engineering was unable to complete their investigation at the time of this report. Results and conclusions will be forwarded upon completion.